Event description:
This pt was the subject of a post marketing clinical trial. The vessel size was six (6) millimeters (mm), severely tortuous, with normal calcification and had an eighty percent stenosis. The lesion was located in the "rica." The physician attempted to place the emboshield and reportedly, "the non-hydrophillic irregular surface of the bare wire would not allow placement of emboshield beyond tortuosity. It had severe friction against the vessel wall during withdrawal and contributed to ica dissection." The pt's dissection was treated with an oral prescription of plavix for six months; specific dose is unk.